Event description:
Patient reported ¿feeling overwhelmed as the last two scans showed capsular contracture escalating but now the pain has escalated and it into my underarm, and there's a few additional lumpy areas in the breast with burning and pain" baker grade unknown, ¿breast feed this time around and made it to one year with extremely low output¿, ¿started as a small lump then grew and grew and now I believe the entire implant is surrounded. I'm in constant pain. There's a burning sensation¿, ¿scared that my implant is a recalled one.¿ patient additionally reported ¿suspected breast cancer¿; this event is not device related. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.